Manufacturer narrative:
This event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Cases (B)(4) are related.

Event description:
The reporter alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels with symptoms of vomiting and a sense of nausea. She decided to go to the hospital and was hospitalized (B)(6). Patient had insulin administration; type and amounts were not provided. Patient also received buscopan together with bicarbonate; amounts are unknown. Patient also stated that the meter and pump were not communicating during the time period of the elevated blood glucose readings. The infusion device was requested to be returned for product evaluation.